Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# ((B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 70, 56, 81 59 and 45mg/dl. The expected fasting blood glucose test result range is 138-170mg/dl or undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the family room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 122 and 131mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(4). Customer performed a meter to meter comparison with another meter (70mg/dl) and (45mg/dl) with true metrix fasting. Customer states he stopped using the meter and began using the other meter. Humana did send him another true metrix meter. Time and date are incorrect in the meter. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.